Event description:
It was reported that the patient with this right atrial (ra) lead exhibited a pocket infection. A revision was performed and the ICD, along with the ra lead and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. This lead will be returned for analysis.